Manufacturer narrative:
The 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that the label is too small for her to read. A medical surveillance specialist (mss) was unsuccessful to get a hold of the patient since the patient kept disconnecting the call; therefore, mss sent a letter to obtain further clinical information. Mss classified the complaint based on the initial call. It is unclear on whether the results on the display was too small for the patient to read or the instructions on how to use the meter was too small for the patient to read and understand. It is unknown whether the patient attempted to test her blood glucose; however at an unspecified date and time, she passed out and the ems was contacted. The patient was treated; however, it is unknown what the reading was on the paramedic's meter or what the patient was treated with. It would have been helpful to know how soon after treatment the patient regained consciousness, and whether the patient tested her blood glucose. The complaint is being reported since the patient alleged that due to the small labels, she was unable to read the label and developed symptoms suggestive of a serious injury and had to receive medical attention.